Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule, visibility/palpability.

Event description:
Healthcare professional reported "intracapsular rupture," "breast mass, and firmness" on right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted.